Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "close door" alarm was observed during initial testing but could not be reproduced during eval .the alarm was determined to be caused by a failed upper latch switch. The upper auxiliary assembly (including the latch switch) was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant close door alarm. There was no pt involvement.